Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the 3100b ventilator, it is alarming and the driver won't start back up. The customer stated there was a patient on the unit when it alarmed, the rt (respiratory therapist) tried changing out the circuit and they weren't able to get the unit to start again. The customer stated the patient was removed from the unit and placed on another unit with no patient harm.

Manufacturer narrative:
Device evaluation: result of investigation: failure analysis was performed on two separate components that were received. The power driver module was evaluated and was found to be functioning properly and the complaint was not duplicated. Failure analysis was performed on the driver assembly and found that the black buss wires are broken, creating an open circuit. This has been identified to be related to the design of the component and will be addressed internally.